Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. The lesion was pre-dilated using a 4.00 x 12 mm balloon. A 4.00 x 32 mm promus premier was deployed at 12 atm and post-dilated with a 4.00 x 12 mm balloon at 11 atm. Fluoroscopy then revealed a flow limiting, proximal edge dissection. The dissection was covered with a 4.00 x 38 mm promus premier and the procedure was completed successfully. The patient was reportedly ok post procedure.